Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 12/10/2019.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: ot sister could not recall the exact case details for this complaint. A manufacturing record evaluation was performed for the finished device mlq947 batch number, and no non-conformances were identified. Investigation summary; it was received for analysis an unopened sample of product code w8977, lot mlq947. The complaint sample was not returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm is the specific number of devices (total qty actually involved with reported issue) that failed during this event /procedure? It is reported in this event "suture snaps when he pulled at the same spot for 3rd time in 3 different procedure" clarify the following: 1. Please confirm the specific number of patient events /procedures ? 2. Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ? If not, 3. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc?

Event description:
It was reported that a patient underwent an anterior resection procedure on (B)(6) 2019 and the suture was used. The suture snaps when was pulled at the spot during the procedure. The procedure was completed successfully. There were no adverse patient consequences reported.